Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and device rupture.

Event description:
Sales representative, on behalf of healthcare professional reported, "rupture" and "infection." Record is for unknown side. Device has been explanted.